Event description:
End user states the device goes 20 feet in reverse and dies. It will go 3 seconds forward and dies. Also, states the device was not used for a few weeks, and now fully charged it will not operate.